Manufacturer narrative:
Investigation pending.

Event description:
Caller (patient's husband) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.5. Date: (B)(6) 2011, inratio: 1.9, 1.1. Date: (B)(6) 2011, inratio: 2.5. Patient's therapeutic range: 2.5-3.5 inr.